Manufacturer narrative:
The customer declined to provide any additional information related to this event.

Event description:
The initial reporter stated their moving averages indicated an issue with ise tests on the cobas 8000 ise module. Upon review by the customer, there were 65 questionable results that had been reported outside of the laboratory that needed to be corrected. The following are examples of discrepant results for 3 patient samples tested for ise indirect na, k for gen.2. Patient sample ID (B)(6) initial na result was 130.9 mmol/l the repeat result was 140.7 mmol/l. Patient sample ID (B)(6) initial na result was 143.7 mmol/l. The repeat result was 153.6 mmol/l. Patient sample ID (B)(6) initial na result was 133.7 mmol/l. The repeat result was 142.6 mmol/l. The initial k result was 4.89 mmol/l. The repeat result was 5.31 mmol/l. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The na electrode lot number was w47. The expiration date was not provided. The k electrode lot number was f87. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) replaced syringe seals, checked and adjusted gear pump pressure and performed reagent primes and ise checks. Qc data was not provided. The customer stated qc was acceptable. Abnormal aspiration, sample foam detection and sample clot detection errors were observed on the alarm trace data. These are indicators of possible poor sample quality. The service actions of replacing the syringe seals resolved the issue.